Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a white particle in the bag. The particle found in the bag is rubber core of the viaflo bag port which most likely was detached during spiking. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a 3 liter eva bag that contained a white foreign object. According to the report, the object was noticed while the hospital was adding baxter sodium chloride 0.45% and glucose 2.5% to the bag. The solution was drained from the bag. The condition was noticed during filling and no patient was involved. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.